Event description:
It was reported the pt presented with a loss of analgesia. The tip of the catheter was moved to t8-9 because of fentanyl addition to the pump. The pt recovered without sequelae. The pump contained fentanyl (2.0 mg/ml, 1.3986 mg/day). Bupivacaine (10.0 mg/ml). Baclofen (0.36 mg/ml), and clonidine (0.23 mg/ml). The daily dose of baclofen being delivered via the pump was not provided. It was later reported that the distal catheter was revised (catheter was revised (catheter spliced) on (B)(6) 2008. The pt outcome was resolved without sequelae on (B)(6) 2008. It was later reported that from an event in (B)(6) 2010 the pt experienced loss of analgesia, diarrhea, nausea, vomiting, and "adverse change in function". MRI from (B)(6) 2010 revealed MRI catheter tip localization, small focal area of abnormal signal at t10-11 and lumbar MRI revealed area of concern not completely included on this exam. Additional imaging with gadolinium was recommended. An MRI from (B)(6) 2010 revealed MRI thoracic, a punctuate focus of central cord was present, etiology of this lesion uncertain. A catheter access port (cap) study on (B)(6) 2010 revealed a fractured catheter. On (B)(6) 2010 a distal catheter revision was performed. The pump contained fentanyl, clonidine, and baclofen. The baclofen was noted as 160 mcg/ml with a dose of 77.24 mcg/day and 7.99 mcg/day. The outcome was resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).